Event description:
It was reported that the customer was had a low battery, failed battery test and off no power on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised to insert new energizer aaa alkaline battery. The customer was advised to monitor the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.